Manufacturer narrative:
(B)(4). This event is related to 2017865-2009-02494. Previously reported that the device reported an alert for possible output circuit damage, and hv lead impedance measured low. The lead was capped, and the ICD was explanted. (B)(4).

Event description:
On (B)(6) 2017, it was reported that the patient had received a shock from his device for atrial fibrillation. The patient tolerated the procedure well. There were no complications.